Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited that the front panel (sheet switch/ light-emitting diode (led) of the intraperitoneal pressure display instrument (digital number) does not function. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the front panel (sheet switch/ light-emitting diode (led) of the intraperitoneal pressure display instrument (digital number) does not function. Based on the results of the investigation, the failed region that most likely could have caused the reported malfunction could not be recognized; therefore, the root cause of the reported malfunction could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.